Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he had soreness and "zits" sometimes at the insertion site. The customer also reported a high blood glucose reading of 400 mg/dl, which he attributed to his medication. The insulin pump was not returned or replaced.